Event description:
Customer reported receiving a "sensor error, replace sensor" alarm on her freestyle navigator continuous monitoring system. She further reported experiencing diaphoresis, difficulty speaking and subsequently lost consciousness. No third-party medical intervention was received. Customer self-treated by ingesting glucotabs when she regained consciousness. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
This is an initial report. The device has been requested back for investigation. A final report will be submitted when the investigation is complete. It should be noted: while troubleshooting with customer service, the customer noted that after receiving the sensor error message, she did not remove the sensor. Additionally, the customer reported an event involving the same error message with subsequent loss of consciousness six days prior to this event. (MDR number: 2954323-2009-01870). Lastly, it is not known whether the customer checked her glucose using the freestyle built-in meter. Multiple, unsuccessful attempts ave been made to contact this customer to determine if there were two separate events or if it was the same event being reported twice.